Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the bearings and eccentric were worn out and the saw attachment was unassembled. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the bearings and eccentric on the sagittal saw attachment device were worn out and the saw attachment was unassembled. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.